Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laproscopic roux en y, at jejunum resection, the stapler started to fire but stopped midway and would not proceed. The staple line was incomplete distally. A new reload was loaded and used to complete the case. There was no patient injury.